Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient expired due to an embolic stroke with herniation that converted to a hemorrhagic event. While on lvad support, the patient had also being medically maintained on argatroban gtt and inotropes. Prior to implantation of the lvad as destination therapy (dt), the patient had undergone chemotherapy and radiation treatment for breast cancer.

Manufacturer narrative:
The patient's family declined an autopsy and the device was not explanted. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.